Event description:
Boston scientific received information that during a routine device check, no right ventricular (rv) was noted on the non-bsc rv lead. The patient was presented with a normal sinus rhythm at the time of checkup, however, it was unknown if asystole greater than two seconds was observed. The device was reprogrammed to aai and a chest xray and echocardiogram were performed. A lead revision procedure was planned. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.